Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they met with manufacturer representative (rep), last wednesday or thursday because they had been having some problems with their implant battery depleting quicker. Patient said the representative looked at the equipment and said the recharger cord was frayed and suggested patient get it replaced. A request was sent to the repair department to replace the recharger.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they had been having some problems with their implant battery depleting quicker. Patient said the battery seemed to be going out quicker and now they had less time between having to recharge the implant, which they started to notice probably 3-4 months ago. Patient then said the representative adjusted a couple things and said to try that and see if that helped and if not, they would go see about replacing the implant. Agent documented information given during the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.